Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. Prior to troubleshooting with tandem technical support, the issue was resolved. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 120 mg/dl.